Event description:
It was reported the clinician knew this was going to be a difficult case because the pt had a lot of calcium in the iliacs and a less than ideal aortic neck. The excluder bifurcated endoprosthesis deployed sucessfully and performed well. The clinician stated at the end of the case that he was not disappointed with the outcome. However, during the procedure the pt lost blood in excess of 1 unit and was given 4 or 5 units of blood. The blood loss occurred because of the condition of the iliacs, the difficulty in getting sheaths in place, and in closing the externals. No allegation of product deficiency was made by the clinician.